Event description:
This css console was not on a pt. Customer reported that during a routine console checkout procedure, the indicator light did not illuminate when the battery test push button on the alarm panel was depressed. The css console functioned properly on backup power, and the display on the monitoring computer indicated over four hours of available battery power. This alleged failure mode poses a low risk to a pt because the issue was observed during a routine console checkout and the css console was not supporting a pt. In addition, the alleged failure mode does not prevent the css console from performing its life-sustaining functions. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.